Event description:
It was reported that there was a performance issue with the lead and the lead was explanted and replaced. Additional information has been requested and not yet received. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: a proximal portion was received measuring 11.5 cm. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant products: product ID d154atg defibrillator, implanted: (B)(6) 2006; 5076 non-defib lead, implanted: (B)(6) 2006. (B)(4).